Event description:
Customer reports inconsistent inr results between protime instrument and an unspecified lab instrument. This report is for pt 1 of 4. Customer reports large inr discrepancy between protime and lab as well as potential vitamin k administration. Customer unable to provide additional details about discrepant results or if vitamin k was definitely administered.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.